Event description:
It was reported that the patient had sought medical treatment at the emergency room (date unknown), due to an unspecified pod issue. The patient's blood glucose levels, pod wear duration, site location, symptoms or treatment were not reported. Good faith attempts have been made to request additional details. No further information pertaining to the medical event has been provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 4.0.2. Operating system: bp4a.251205.006.s926usqs6dze2. Hardware: sm-s926u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.